Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the connector of the mod cable was not confirmed. The heartmate 3 modular cable was returned for analysis in unremarkable condition. The returned modular cable was functionally tested with a mock loop and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. Additional information received stated that a driveline pump cable connector was cleaned which reduced the corrosion. It is possible that the reported corrosion was completely removed before the cable returned. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the mod cable being unavailable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient had a driveline power fault alarm that was potentially due to damage while the patient played football. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The patient¿s controller and modular cable were exchanged and returned for evaluation. It was noted that the modular cable was wrapped in black tape and the account reported it was damaged and worn from long-term use. It was reported that the driveline power fault returned on (B)(6) 2022, and driveline x-rays were taken. The modular cable was exchanged again as part of troubleshooting. The driveline power fault was cleared but returned again. Evaluation of the returned modular cable confirmed fluid ingress into the inline connector that would have caused the driveline power fault alarms. The cause of the driveline power fault was identified to be corrosion in the pump cable inline connector. The patient reportedly had no symptoms but was admitted to the hospital, and abbott technical services completed a pump cable inline connector cleaning on (B)(6) 2022. Abbott technical services confirmed visual corrosion on the connector pins which was able to be reduced with cleaning. The modular cable was noted to have visible corrosion during the cleaning, and it was exchanged again. The driveline power fault alarm later returned on (B)(6) 2023, and again after it was cleared. The log files confirmed driveline power faults caused by the b power line. It was reported that there was no additional fluid ingress or damage to any cables since the clean out on (B)(6) 2022. Abbott technical services completed another pump cable inline connector cleaning on (B)(6) 2023, during this cleaning the modular cable was exchanged again due to possible corrosion. The driveline power fault alarms resolved with the cleaning on (B)(6) 2023 and have not reoccurred as of (B)(6) 2023. The plan of care is to continue to monitor outpatient. This report captures the modular cable exchange on 16dec2022 due to visible corrosion. Related manufacturer report numbers: pump 2916596-2022-16123. Controller 2916596-2022-15715. Modular cable 2916596-2022-15716. Modular cable 2916596-2022-16124. Modular cable 2916596-2023-01380.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 modular cable was returned for evaluation after it was reported the patient was having driveline power fault alarms. This is addressed under the system controller investigation (related manufacturer report number 2916596-2022-15715) and another modular cable investigation (related manufacturer report number 2916596-2022-15716). The heartmate 3 modular cable was returned in unremarkable condition and was able to pass functional testing and was able to operate on a mock loop with no issues. This cable passed all stages of testing. Additional information communicated on 13jan2023 indicated that the lot number of the cable is unavailable. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline power fault alarms. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The damage may have occurred while the patient was playing football. The system controller and modular cable were replaced and resolved the alarms. The heartmate 3 modular cable was returned for analysis. It was further reported that the patient was having recurring driveline power fault alarms due to corrosion in the connector. An x-ray was taken. The log files noted driveline power faults on (B)(6) 2022. On (B)(6) 2022, another driveline fault occurred around 5 pm. The patient was under nursing care and was admitted for the driveline pump side connector cleaning on (B)(6) 2022. The connector pins had visual corrosion which was reduced after cleaning, and which regulated the current flow through driveline power wires a and b. The modular cable had visual corrosion and was replaced during the cleaning. A third modular cable was returned on 28dec2022. It was reported that it was associated with the initial troubleshooting of the driveline fault alarm and was requested to be returned by abbott engineers. Related manufacturer report numbers: pump MFR# 2916596-2022-16123. Controller exchanged MFR# 2916596-2022-15715. 1st modular cable MFR# 2916596-2022-15716. 2nd modular cable MFR# 2916596-2022-16124.